Manufacturer narrative:
Physio-control further evaluated the device and observed that the internal battery was depleted and leakage current when the device is off was excessive. Physio determined that the capacitor designator c177, was root cause for the excessive off-current, and depleted internal battery.

Event description:
The customer reported that the device was displaying all the service icons. A replacement device was provided to the customer. When the device was received and evaluated by physio-control, it was also observed that the device would not power up. There was no pt use associated with this event.